Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital after experiencing syncope. Upon interrogation of the device several episodes of noise stored as non-sustained ventricular tachycardia (vt) and resulting in pacing inhibition and asystole were observed. The competitor right ventricular (rv) lead pacing thresholds were noted to have increased and some variation in pace impedance measurements was observed over the previous months though measurements remained within normal limits. Boston scientific technical services (ts) reviewed the episodes and suggested the issue may have been at least partially the result of minute ventillation (mv) sensor noise but that evidence also indicated some instances of loss of capture (loc); a rv lead issue was suspected. Information was also provided that the patient had been in an automotive accident several months prior which roughly correlated with the onset of the patient's syncopal episodes. Additionally, the patient reported feeling a tingling/pulsing sensation near the device and believed the implanted leads had migrated within the pocket. The device was reprogrammed to doo mode with high output rv pacing and the patient was transferred to another facility pending a revision procedure to replace the rv lead and potentially other components of the patient's system. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted. Despite efforts, no further details could be obtained regarding the revision procedure. No additional adverse patient effects were reported.